Manufacturer narrative:
Evaluation summary: the transition tube was kinked immediately proximal to the guidewire entry port. The 24th, 25th and 26th distal stent segments were deformed with raised struts. The stent was positioned on the balloon between the marker bands as per specifications. Cine image review: cardio-angiogram images have returned from the account for evaluation. The images show the vessel to be severely disease with a high level of stenosis present in the vessel. The blood flow is severely restricted with very little reaching the lower right coronary artery. The images show the vessel to be pre-dilated a number of times which improves the vessel morphology, this improves the blood flow slightly. The images also show the delivery of the stent to the vessel. Upon reaching the lesion site it appears as though the stent was slightly deformed at its proximal section however this cannot be confirmed completely as the images are not very clear. (B)(4).

Event description:
The physician intended to use a resolute integrity stent to treat a lesion in the proximal rca which exhibited moderate tortuosity, moderate calcification and 99% stenosis. The lesion had been pre-dilated prior to attempted placement, details unknown. The stent delivery system (sds) was removed from packaging per IFU, inspected and prepped, all with no issues noted. It is reported that resistance was encountered when advancing the device and excessive force was used during delivery. The stent deformed in vivo during positioning. Resistance was encountered when withdrawing the stent back through the gc and from the patient. The procedure was completed using another stent. No patient injury reported.